Event description:
It was reported that he patient was experiencing an increase in seizures, so the physician was referring the patient for prophylactic generator replacement. Clinic notes dated (B)(6) 2012 indicated that the patient had a total of nine seizures since the last visit described as generalized area gtc, very intense and uncomfortable seizures. The complaint was incapacitating. The episodes were reportedly occurring without a clear pattern. Pertinent findings included postictal confusion, tongue biting, and postictal drowsiness. However, there was no indication that these findings were new or unusual for the patient. A lead test was performed on the patient's device, but the results were not provided in the notes. Due to the frequent seizures, the physician prescribed an increase in dosage of klonipin in an effort to help her better tolerate other medication and increase the dosage. Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2012. However, attempts for product return have been unsuccessful to date.

Event description:
The generator was received by the manufacturer for analysis. The return product form reported that the generator was replaced prophylactically on (B)(6) 2012. In the product analysis lab, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age incorrectly in relation to the date of event.